Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient fainted, eyes rolled back, lips were blue. The patient was taken to the hospital by the mother. The patient was treated with caprisun, glucose, and bread roll with chocolate spread by her mother. There was no treatment information provided at the hospital. At an unspecified time of the event the cgm was reading 90 mg/dl and the blood glucose reading was 30 mg/dl. At the time of the report the patient was well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.